Event description:
Ous MDR - it was reported that this lead dislodged about two weeks after the implantation. The patient was hospitalized on (B)(6) 2014 and the lead was successfully repositioned. The patient was discharged from the hospital on (B)(6) 2014. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.